Event description:
It was reported that during an ipg explant procedure on (B)(6) 2026, the physician cut the lead, leaving it implanted. Per the patient¿s request, no surgical intervention will be performed to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.